Event description:
It was reported the insulin shut off and it did not alarm low battery. Customer used new batteries. No unattended alarms on the device. The device was not dropped or bumped. Customer most recent blood glucose was 3.8mmol/l. Battery cap was not cracked or damaged. Customer stated this was the first time the device powered off without a low battery warning. Customer was advised to install new battery and monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.